Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had not been detected on the bus. The field service engineer (fse) replaced the pyxibus module controller board on auxiliary half height drawer 5.1/5.2, replaced the cubie tray (row b) in auxiliary half height drawer 5.2, and replaced the drawer control board on auxiliary half height drawer 6.1. A final test was initiated via the hardware test application, and it passed. New slide bumpers were installed for main half height drawers 2.2 and 5.2. The system functioned as intended after the field service engineer repaired the device.